Event description:
It was reported that this right atrial (ra) lead exhibited an impedance of more than 3000 ohms, noisy signals and inability to pace at high outputs due to insulation breakdown which was confirmed via pacing system analyzer testing. This ra lead was surgically abandoned and replaced with a different model. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established because the reason for the alleged observation(s) could not be determined. At this point, it can be concluded that unknown factors most probably contributed to the event. This report is being submitted to correct the initial reporter email field (e1) in section e, initial reporter.

Event description:
It was reported that this right atrial (ra) lead exhibited an impedance of more than 3000 ohms, noisy signals and inability to pace at high outputs due to insulation breakdown which was confirmed via pacing system analyzer testing. This ra lead was surgically abandoned and replaced with a different model. No additional adverse patient effects were reported.